Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 24-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is having a battery replacement and a short was found on 0/1. No environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included impedances being taken before and after the procedure. Actions/interventions included replacing the extension and battery. Battery was at normal depletion. The issue is reported to be resolved. The devices were discarded. Replacing the battery did not clear the short so the doctor replaced the extension and this cleared the short. No symptoms were reported.